Event description:
The customer contacted beckman coulter inc. (Bci) regarding a non-producible accu-tni (troponin) result in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The customer lab has a repeat policy for all troponin results that equal or greater than 0.04 ng/ml. The customer re-ran the sample on another instrument and it was within the reference range. The initial results were reported outside the lab. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.